Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the casters will lock in brake but continue to swivel from side to side. The technician replaced the foot brake caster, the steering caster and two caster supports to repair the bed.